Event description:
Patient admitted on (B)(6) 2015 for suspected pump thrombus due to elevated ldh. Bivalirudin initiated. Multiple testing done with results confirming a thrombus in the pump. The patient was taken to the or on (B)(6) 2015 for a heartmate ii lvad pump exchange. The surgeon was able to identify a thrombus in the pump while in the operating room. Patient is currently doing well and recovering on the telemetry unit.